Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise. Prior to procedure, no new episodes of noise were noted on the electrocardiograms. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences and the patient was recovering.